Manufacturer narrative:
(B)(4). Event problem and evaluation codes: patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that replace sensor now alert occurred. Data was evaluated and the allegation was confirmed. The probable cause was determined to be high counts aberration. In addition an early sensor expiration due to stale stop command was found on (B)(6) 2020. No injury or medical intervention was reported.